Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that he was hospitalized for high blood glucose and dka. Cause of hospitalization was hyperglycemia. Troubleshooting was performed and pump appeared to be operating normally. No further details provided at time of call.